Event description:
Forty plus years of amalgam and cracking amalgam that was removed by my dentist led to chronic condition - including severe neck stiffness and inability to turn head to right side, spiking and unpredictable high blood pressure, numbness in feet and toes, arthritis-like soreness and stiffness in right hip, and grover's disease on my chest. This went on for several years until I had my 4 remaining amalgam removed by a holistic dentist, at which point all symptoms improved. At this point, some of my symptoms are gone, some are virtually gone and some are continuing to improve with detoxing actions I continue to take. Dates of use: 40 plus years since 1985 -- 2006. Diagnosis or reason for use: deteriorating health. Event abated after use stopped or dose reduced? Yes, #2. Yes.